Event description:
It was reported that the subject device had parts of the ultrasound probe broken off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus was able to confirm the customer failure and determined the cause was the acoustic lens was damaged. However, the most probable cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.